Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer steerable delivery sheath. A trace pericardial effusion was noted at baseline in the apex. The patient was in sinus rhythm. Transseptal puncture was inferior mid. During the procedure a pigtail catheter was used for an exchange in the left atrium. The patient's left atrial pressure was above 12mmhg. The occluder was implanted. The patient's activated clotting time (act) level was 262 seconds at the time of deployment. No change in the pericardial effusion was observed post-implant. On (B)(6) 2024 the patient presented to emergency department (ed) with a circumferential cardiac tamponade of 1.14cm and hypotension. The patient had been on dual antiplatelet therapy (dapt) post-procedure. A pericardiocentesis was performed and a drain was left in place. The user believed the occluder caused the cardiac tamponade. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage and pericardial effusion lead to cardiac tamponade could not be determined. The patient effects of hypotension was a cascading effect of cardiac tamponade. The reported unexpected medical intervention was resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.